Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens). Micl 12.6 model in the injector and noticed the lens was tearing so the surgeon decided to eject the lens onto the sterile tray and confirmed the lens was torn. The surgeon used another micl 12.6 lens. This was prior to insertion so no patient contact or injury with this lens.